Event description:
The customer called to report a button error alarm after the insulin pump got submerged in water. Troubleshooting had been performed by the customer and the issue continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display.